Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Complaint confirmed based on evaluation of medical records. Review of complaint history found no additional related issues for this/these item(s) and the reported part and lot combination(s). Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: constrained liner disassociated from the g7 cup this dr isn¿t sure when. Partial dislocation of the femoral head and dislocated acetabular cup liner. Increased right acetabular inclination angle measures 56 degrees. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). D10: 010000986, g7 freedom const e1 lnr 36mm h, lot number is 6745009. 11-107019, freedom constr hd 36mm t1 +3mm, lot number is 322330. G2: foreign: australia. Multiple MDR reports were filed for this event, please see associated reports 0001825034 - 2023 - 01865. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text: device remains implanted.

Event description:
It was reported that the patient underwent a revision procedure 2 years and 20 days post implantation due to disassociation of the liner from the cup. The liner was exchanged. There is no additional information available at the time of this report.